Manufacturer narrative:
Updated blocks: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 27jul2023, the team at the user facility experienced a problem with the heart lung machine (hlm) during cardiopulmonary bypass whereby the six-inch roller head used in the cardioplegia position was 'pump jamming' and the perfusionist found that the tubing was crossed in the raceway and untangled it and resolved the pump jam issue. There was no change out, no delay, no blood loss, and the procedure was completed successfully.

Event description:
Additional information was received that the reported issue occurred during use of the device for cardiopulmonary bypass. There was approximately a three minute delay.

Manufacturer narrative:
Per data log review: the cardioplegia roller pump belt slip error occurred on 03aug2023 followed by an overcurrent message. The user restarted the pump, and another message was triggered over speed at 13:28:54. Which caused the pump to stop.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The cpg pump was inspected, and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) pump jammed and the operation was not smooth. The tubing was checked and found to be crossed. The perfusionist untangled it and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.